Event description:
It was reported that a revision surgery has been performed.

Event description:
It was reported that revision surgery was performed due to a suspected soft tissue reaction.

Manufacturer narrative:
Upon receipt of devices it was found that the femoral head was part number 74121142, rather than 74123152. These devices have also been previously reported under MDR 3005477969-2009-00092.